Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and increase impedance on the right ventricular (rv) lead was noted. Additional information has been requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, noise and increase impedance on the right ventricular (rv) lead was noted. The physician will continue to monitor the rv lead. The patient was in stable condition.